Manufacturer narrative:
The investigation revealed the following: the instrument logs were analyzed by the lbs engineer, quality assurance & regulatory affairs. And no instrument error was detected during the processing steps that could conceivably be linked to the damaged tissue. The incident was user related due to an application issue. The root cause of this adverse event was the usage of an insufficient concentration of ethanol/alcohol as the final step in dehydration. The insufficient ethanol concentration was not adequate to completely replace the water in the tissue, ultimately leading to dehydration failure. Based on the investigation results, as well as the remedial actions carried out by the application consultant, we as the manufacturer confirm the instrument is now working according to factory specifications. A customer facing letter was sent out to the customer with recommendation, to follow the detailed description in the instruction for use.

Event description:
On (B)(6) 2024 leica biosystems received the confirmation, that the customer experienced suboptimal tissue processing on their histocore pegasus, tissue processor. As a result, 6 six) tissue samples were undiagnosable.